Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer cleared the alarm and resumed insulin deliveries. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and the occlusion could not be verified. Additionally, a different issue was identified.